Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure performed on (B)(6) 2012. According to the complainant, on (B)(6) 2012, the patient involuntarily removed the peg while sleeping. The device has been replaced with a new endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.